Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection after sexual activity. Patient's tissue was not healing. A surgical procedure was performed, during which the existing ipp was removed and replaced with a semi-rigid spectra. No further patient complications were reported.